Event description:
It was reported that the tip of the driver stripped during use. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was returned for evaluation. The hex of the 80lb torque limiting driver is cracked.